Event description:
Customer reported nurse noted the tubing split down the side. No patient harm reported. No additional information was available.

Manufacturer narrative:
(B)(4). The facility reported the product was discarded. The lot number was not identified, therefore, lot history record review could not be performed.